Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported receiving a b30 scope communication error when using multiple scopes. At the time of the initial call, the customer was not with the deice. Tac instructed the customer to wipe down the scope connector pins with alcohol, make sure there is no dust or debris in the socket of the light source, and to remove and reseat the maj-1933. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that an error "b30" was observed when attempting to use multiple scopes with the olympus, model clv-190, evis exera iii xenon light source. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.